Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion.a second crt-d, implantable transvenous defibrillation lead and left ventricular (rv/lv) pacing lead exhibited out of range rv and lv pacing impedances.at implant, the rv pacing impedance was 1000 ohms and one day post implant was 3000 ohms and there was loss of capture. The lv lead impedance was approximately 1100 ohms at implant and increased to greater than 2000 ohms.sensing remained normal on both leads, but thresholds were up from what they were at implant testing. Shock lead impedance measurements were normal.there is no noise on the rv channel. The pocket was reopened and it was noted that the setscrews were not securely fastened on the leads.once tightened, all lead measurements were normal.no adverse patient effects were reported.